Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing difficulty recharging her ipg. The patient last recharged her ipg (B)(6) 2014. The sjm representative met with the patient and was able to use the patient's charging system to recharge her ipg. Follow up information identified the patient underwent surgical intervention to replace and remove her ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.